Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl) and 174 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, pt was unable to locate the values in the device's memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.